Event description:
The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. The patient alleged lung cancer while using the device. Patient also alleged particles in the tubing and chamber. Medical intervention was not specified. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. Additional information was received and section b5 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging a bipap device's sound abatement foam became degraded and caused a patient to develop lung cancer while using the device. Patient also alleged particles in the tubing and chamber. Medical intervention was not specified. The reported event of lung cancer and its reported severity was reviewed by the manufacture's clinical expert. This event is assessed as not related to the device in this case. Based on the available information, the manufacture concludes no further action is necessary. There was no medical intervention required by the patient. The device was returned to the manufacturer's product investigation laboratory for investigation. An external visual inspection of the device was completed by the manufacturer and no contamination was found. An internal visual inspection was completed by the manufacturer and found a dark unknown contaminant on the top enclosure and front panel. The bottom enclosure was observed to have a dark unknown contaminant on it, an unknown dust contaminant, and hair-like particles. An unknown dust contaminant was observed on the blower, blower seal, and blower box. The blower and blower box both had evidence of liquid ingress. Inv1023 addresses the issue of liquid ingress. Keratin-like contamination was observed around the blower output seal. The degraded sound abatement foam residue in the blower box. The investigation of the humidifier was performed, and pil observed a dark unknown contaminant on the flip lid outlet port on both the inside and outside. The flip lid seal was observed to have an unknown contaminant on it and hair-like particles. The water tank lift tray appeared to have an unknown contaminant on it. The bottom enclosure was observed to have an unknown contaminant, hair-like particles, and an unknown dust contaminant. The dry box seal was observed to have an unknown dust contaminant on it, and the dry box appeared to have an unknown contaminant on it. The bottom cover had an unknown contaminant on it. The heater plate was observed to have an unknown dust contaminant and hair-like particles. Evidence of sound abatement foam degradation/breakdown was observed. The device's downloaded event log was reviewed by the manufacturer and found no erorrs. The manufacturer concludes the device has dirt contamination and found evidence of sound abatement foam degradation. Section(s) b1, b2, has changed related to the complaint changing from the reported adverse event to a product problem. Section h1 has changed to reflect a malfunction.

Manufacturer narrative:
The manufacturer previously submitted MDR 2518422-2022-50486-1 with incorrect sections b1, b2, h1, h6. Corrections to previous MDR are made in this report as follows: section b1 was corrected to adverse event and product problem (only product problem was checked in previous MDR). Section b2 was corrected to other serious or important medical events (previously it was blank). Section h1 was changed from malfunction to serious injury. Section h6- health impact code was corrected.